Event description:
The pt was admitted to the hospital for right atrial lead extraction due to fracture of the original lead, implantation of a new atrial pacing and sensing lead, defibrillation threshold testing and implantable cardioverter-defibrillator pocket revision. There is a retained fragment of this lead with the helix still intact in the pt's right atrium.